Event description:
The customer reported that she gets recurring unexpected restart alarm during normal insulin pump used. Customer stated that temporary basal rate was not programmed before the unexpected restart. Customer stated that the insulin pump was not stored or not in use for an extended period of time. Customer's blood glucose was 220 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.